Event description:
It was reported that a map shift occurred during an ablation procedure. Patient injury may occur if a map shifts since the location of the catheter tip icon on the map may be different from the actual location inside the patient. No patient injury was reported for this event.